Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (narrow aortic bifurcation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (narrow aortic bifurcation).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm approximately seven weeks ago. Vessel morphology from the time of implant was reported as moderate iliac limb stenosis and moderate tortuosity. The native aortic bifurcation was 24x16 mm. It was noted that the iliac limbs were crossed during implant. It was reported that the patient presented emergently with a cold leg. A CT was done and demonstrated that there was occlusion in the contralateral iliac limb. The cause of the occlusion was due to the narrowing of the native aortic bifurcation, there was bend/kink in the contralateral iliac limb. The patient was treated with a thrombectomy and pta and the occlusion was restored to normal flow. No additional clinical sequelae were reported.